Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the customer experienced an adverse skin irritation after 7 days of wearing an adc freestyle libre sensor. Customer had contact with a healthcare professional who prescribed "ditroder" cream for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer's caregiver reported that the customer experienced an adverse skin irritation after 7 days of wearing an adc freestyle libre sensor. Customer had contact with a healthcare professional who prescribed "ditroder" cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no damage or other issues were observed. An extended investigation has also been completed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed. No abnormalities were found, and the investigation showed all processes were effective. Thus, no malfunction or product deficiency was identified. No further investigation is required.